Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and release criteria was then checked. After meeting all release criteria the closure device was released from the core wire and successfully implanted in the laa of the patient. Upon release it was noted that there was a thrombus on the threaded insert of the closure device. The procedure was completed with no intervention required for the thrombus. The physician planned to have the patient take anticoagulation medication as planned to help with the thrombus reduction. The patient did not have any other consequences as a result of this event and was discharged from the hospital.